Event description:
Meter was prompting the error 2 message. The customer service rep confirmed the pt was using correct testing technique and using test strips that were in good condition. The pt was walked through properly cleaning the meter and retesting. The meter continued to prompt the error 2 message. The pt neither alleged harm nor experienced injury or medical intervention. Pt's meter was replaced.